Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coil embolization procedure for an unruptured saccular aneurysm of the right middle cerebral artery m1 segment (maximum diameter 2 mm, neck diameter 1 mm), resistance was encountered while delivering the coil apb-1.5-2-3d-es through the microcatheter. The coil could not be fully delivered, and friction or difficulty was noted during delivery. The physician repositioned the coil once. The coil and microcatheter were removed from the patient together, and upon inspection outside the body, the coil was found to be stretched. A new coil was used and was delivered smoothly. It was stated there was "coil separation/break/premature detachment." No patient complications or additional medical/surgical interventions have been reported as a result of this event. The pushwire was not bent or broken. No detachment attempts of the coil were made. The physician did not rotate the delivery pusher. A continuous flush was administered. The patient's blood flow and vessel tortuosity were normal. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
This event no longer is reportable with the new information clarified. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that it was clarified the "coil separation/break/premature detachment" allegation was referring to the coil body stretch. The cause of the event was not determined. There was resistance in the distal section. The coil came out of the introducer sheath smoothly. There was no kink/damage to the catheter observed. The catheter used is unknown.